Manufacturer narrative:
E1: patient city: (B)(6) patient country : the united states h11: since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in the united states on (B)(6)2024, patient was hosptialized due to low blood glucose level. No further information available

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below:d9: device available for evaluation has been selected as yes & date returned to mfg was added as well.

Event description:
To date no additional patient or event details have been received.